Event description:
The customer reported that both monitors displayed an invalid input error message and the system was rendered unusable as a result. There is no report of pt injury associated with this event.

Manufacturer narrative:
A ge service rep performed an onsite investigation. All workstation boards and connectors were reseated. The system was then found to be operating as intended.